Manufacturer narrative:
Technician found that the head up function was not working. Replaced the head up function to resolve this issue. Bed found in repair area.

Event description:
Information received that the head up function was not working. No injury reported.